Event description:
It was reported that the pt was revised due to loosening.

Manufacturer narrative:
Evaluation summary: it was reported that the tibial tray loosened. A competitor tibial tray was used with the palacos r radiopaque bone cement. Devices were implanted over 3 years before revision. Revision op notes state that the tibial component was subsided and in varus, and that there was a contained defect on the posteromedial tibial plateau. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.